Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included testing of the device ECG acquisition and pulse delivery circuitry, as well as verification of the vibration alarms, audio messaging, siren alarms, and response button functionality. The device passed all functionality testing. There is no indication of any device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. Download data indicates that the lifevest delivered a treatment at 02:18:20 on (B)(6) 2016. The rhythm at the time of the treatment was bradycardia. CPR artifact contributed to the false detection. The rhythm after the treatment was an accelerated idioventricular rhythm (70 bpm). The lifevest electrode belt was disconnected at 02:23:11. The exact time of death is unknown.